Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system guide wire was bent. This may result in the capsule not properly attaching to the patient's esophagus or not detaching from the delivery device. Thus, the investigation identified the root cause of the reported event to be user error.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for five years. Lubricant was used to facilitate capsule placement. No known adverse events were reported.